Event description:
It was reported, the patient was scheduled to have their lead and implantable neurostimulator replaced the day of report. It was stated the impedances were high on the day of report and all were greater than 4000 ohms. It was noted the impedances had been measured by a nurse at some prior unknown date and that is why the revision was scheduled. It was reported, the patient was alive with injury and the patient required hospitalization. It was stated that during intubation, so mething poked the patient and their lungs started to fill with blood. It was noted they did not even get around to doing the replacement or revision and the event occurred in the operating room. Reportedly, the patient was being transported to the hospital to be admitted to the intensive care unit. It was stated this was not specifically device related and occurred before the procedure began. It was later reported there was no fall or adverse event prior to the high impedances recalled by the patient. It was stated, the patient¿s revision did not take place and they were released from the hospital and planning on rescheduling their revision in the near future. It was stated they were not receiving therapy at the time.

Manufacturer narrative:
Product ID 3889-28, lot# v802376, implanted: 2011 (B)(6); product type lead. (B)(4).